Event description:
An optician reported pt developed keratitis and sores in right eye. The pt was seen at a hosp and was given oftaquix eye drops to use for 1 hour every 15 minutes and then once per hour while awake. On the second day, oftaquix every two hours while awake until the next visit and chloromycetin eye drops x 4. It is unk if the pt returned for a follow up visit. The optician states the pt had been sleeping in their lenses for many years. According to the optician, there was nothing wrong with the lens. Attempts were made to obtain add'l info from the treating doctor and were unsuccessful.

Manufacturer narrative:
The optician stated there was noting wrong with the lens. The contact lens involved in the event was not returned by the pt and no lot number info was provided. Based on all info, no causal factors can be determined, and no conclusion can be drawn.